Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The customers blood glucose (bg) level was impacted almost (300 mg/dl). It was indicated that the customer would take a manual injection to stabilize bg level and would use backup pump as alternate insulin.